Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 211 mg/dl.